Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was torn across the bottom of the ok button and peeling across the edge, exposing the ok, up arrow, and down arrow buttons. During testing, the up arrow keypad button was unresponsive and the ok keypad button was intermittently unresponsive and required multiple button presses to engage; the down arrow and contrast keypad buttons were appropriately responsive. During investigation, evidence of contamination was found under all key contacts. The up arrow, down arrow, and ok key contacts were misaligned.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the ok keypad button was delayed in response and the up arrow keypad button was unresponsive. The reporter noted a rip at the ok keypad button and alleged that the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.